Event description:
It was reported that during implantation of an intraocular lens (iol) into the left eye, the posterior capsule ruptured. The iol was removed, a vitrectomy was performed, and a successful lens exchange was performed using a different model iol positioning the lens in the ciliary sulcus. A suture was used to close wound. Per the surgeon, the likely cause of event is leading haptic or optic catching the bag, tearing it. Patient outcome is good.

Manufacturer narrative:
The device was returned for evaluation. The product evaluation could not verify the failure mode due the condition it was returned. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.